Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The sound volume was loud despite being set to the lowest. The customer¿s blood glucose during the incident was 14 mmol/l. Troubleshooting was performed. The hardware low level alarm occurred during the self-test. It was the second time the alarm occurred. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected audio or vibrate anomalies or absences or hardware low level failures error alarms were noted. (B)(4).

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly.